Event description:
A cracked touchscreen was reported, which was confirmed to be damaged under the screen protector after the pump was dropped. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer continued using the current pump by interacting through a mobile app, and technical support arranged for a replacement pump to be sent. The customer was informed about the need for compatible sensors, instructed to return the damaged pump, and advised to transfer pump settings to the replacement unit.